Manufacturer narrative:
Received one 138114a in original packaging. Lot number was verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been 137 complaints regarding 1,578 devices for this device family and failure mode. During the same time frame 7,704,050 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, the rate of failure would be .0002 per the instructions for use, the user is advised the following; - inspect and test each device before use. These devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. These devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected 138114a, goldline button holster, ext blade, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on device malfunction with potential for injury upon reoccurrence.